Event description:
After a lap chole procedure, everything looked to be normal, clips were formed and secure. Patient came in 2 days later with a leak from the cystic duct. Had to re-admit the patient. Patient is doing better.